Event description:
Reporter indicated that pt developed shortness of breath 5 days post implant. Pt was hospitalized and intubated to treat reported shortness of breath. Treating physician reported issue was possibly related to implantation of the vns therapy system. Good faith attempts are being made to obtain add'l information.